Event description:
It was reported that during a da vinci s cardiac revascularization procedure, the blade accessory installed on the snap-fit scalpel instrument detached and fell onto the pt's myocardium. The blade accessory was removed and the planned surgical procedure was completed with another instrument. No pt harm, adverse outcome or injury was reported and the planned surgical procedure was completed.

Manufacturer narrative:
The instrument was returned and evaluated. Eval could not be performed on the snap-fit blade accessory used in conjunction with the instrument when the event occurred as the site informed isi that the accessory cannot be located. Per the customer reported complaint, engineering installed in-house snap-fit blade accessories on the instrument and conducted performance tests. The blades remained properly installed after the instrument tip and blades were intentionally collided against other instruments. No physical damage was found and the instrument moved intuitively with full range of motion in all directions. The root cause of the customer reported failure mode cannot be determined. Per the info provided by the initial rptr, the blade accessory was successfully retrieved from the pt.